Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer charged battery and pump turned on. There were no alarms observed in pump history related to this event. Customer's blood glucose was within range (value not provided). Reportedly, customer resumed pump therapy.